Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall when the alleged inaccuracy issue began. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿556 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient stated he manages his diabetes with insulin (self-adjuster) and claimed he took an unspecified dose of insulin in response to the elevated result. The patient claimed that 1 and a half hours after the alleged issue began he developed symptom of ¿couldn¿t see¿. As a result of the symptom, the patient claimed he was rushed to the emergency room (ER) where he was treated with ¿IV glucose¿. The patient reported that his blood glucose was measured with the ER device and a result of ¿31 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.